Event description:
It was reported that on (B)(6) 2024, during a 3 level anterior cervical discectomy and fusion (acdf) surgery, the surgeon successfully inserted a conduit acif cage on the second level using the slender inserter. When the inserter was handed back to the scrub, the depth stop component of the inserter broke off, and it appears that the threaded portion holding it onto the instrument was broken and therefore could not be fixed. No fragments were generated. There was no delay in the surgical procedure because there are 2 types of inserters in the set. Therefore, the surgeon used the other available inserter for the final cage insertion. There was no patient consequence and the surgery was completed successfully. This report is for one (1) slender inserter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: art # cet30131; lot # e20di0214; supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 14 dec 2020 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.